Event description:
Per the audiologist's report, the surgeon reportedly cleaned the implant site due to infection in 2005. The surgeon noted significant bony growth around the device and the well. Bone was pushing up on the device into the cartilaginous area, reportedly causing the infection. The surgeon explanted the device in 2006 and cleaned the infected site. The patient is not scheduled for reimplant surgery of this time.